Event description:
It was reported, during drilling the drill bent. The surgeon ended the surgery using another drill.

Manufacturer narrative:
Device will not be returned. No evaluation will be performed. If the device or add'l info becomes available, it will be reported on a supplemental report.